Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the motor makes clicking noises and then does not deliver insulin and it only works half way through the reservoir. This morning the blood glucose was 120 mg/dl and then 170 mg/dl and two hours later it was 275 mg/dl and he had not eaten anything all day and it was 372 mg/dl. Drive support cap is indented and it is fine. There were no need to troubleshoot high blood glucose as customer stated that, the issue were related to motor not pushing out insulin after it gets to the 110 unit level. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive/motor was inspected and no drive/motor anomaly or motor noise during rewinding noted. Unit passed the dat test at 0.08760 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked reservoir tube lip.